Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: during investigation, the keypad was found to be intact; no evidence of peeling or damage was observed. The pump powered on with no vibratory function and a blank display. The audible tone feature functioned normally. Further testing for keypad button response was unable to be performed due to the blank display. The keypad cover was removed and there was no evidence of contamination found on the button contacts. The pump was opened and there was evidence of moisture inside all internal components of the pump due to a display lens leak; moisture corrosion was observed on all circuit boards and moisture was found on the display, display connector, and near the keypad connector. Due to internal moisture damage, the download files could not be accessed and the vibration feature was not functional.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.